Manufacturer narrative:
Patient information was not made available from the site. Following completion of the procedure, the medtronic representative was unable to replicate the reported behavior. The navigation system functioned as expected. The usbview appeared as expected. On 11/05/2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported intermittent needle tracking during a cranial navigus biopsy procedure. No further details were provided. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.